Event description:
When the lens was injected into the patient's eye, it went straight into the vitreous. A vitrectomy was performed.

Manufacturer narrative:
See MDR 1920664-2009-00244 for the delivery device used with this intraocular lens. Product has been returned to the manufacturing site for evaluation, which is not complete at this time.